Manufacturer narrative:
Follow up 22-aug-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 05-sep-2016: no change in ptc assessment provided (ptc global number (B)(4)). Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis and arrhythmia. She had a polyp surgery two years after placement. She had the devices (xenobiotic material) removed in unspecified date. Pelvic pain is listed in the reference safety information for essure, while arrhythmia and polyp are unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia and polyp, both events are assessed as unrelated to essure due to their physiopathology and essure's local action in fallopian tubes. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
(B)(4). No response was given after follow up attempts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis and arrhythmia. She had a polyp surgery two years after placement. She had the devices (xenobiotic material) removed in unspecified date. Pelvic pain is listed in the reference safety information for essure, while arrhythmia and polyp are unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia and polyp, both events are assessed as unrelated to essure due to their physiopathology and essure's local action in fallopian tubes. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2007 for sterilization. Consumer reported that, on (B)(6) 2007, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Follow-up information received by regulatory authority (case# (B)(4)) from consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on (B)(6) 2016. Consumer denied nickel allergy. Essure insertion took 10 minutes. There was complication of device insertion, insertion of one of the essures only succeeded at second attempt. Six months after insertion, consumer started to experience events. She experienced pain in pelvis, allergic complaints in eyes, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain in hips, pain in head, pain in (lower) back, pain in groin, muscle pain, dizziness, nausea, tiredness, insomnia, memory loss , concentration problems, arrhythmia, menopause complaints, excessive sweating, thick throat, thick tongue, and heavy legs. An echo was performed but no result was provided. She consulted physiotherapist, gynecologist, ent physician, psychologist, allergist. She stated that novasure was performed. She was not recovered. She reported problems with movements, work-related problems and relation and/or family problems. She also reported that in 2009 she had a surgery on polyps. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis and arrhythmia. She had a polyp surgery two years after placement. She had the devices (xenobiotic material) removed in unspecified date. Pelvic pain is listed in the reference safety information for essure, while arrhythmia and polyp are unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia and polyp, both events are assessed as unrelated to essure due to their physiopathology and essure's local action in fallopian tubes. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis'), arrhythmia ('arrhythmia') and polyp ('polyps') in a 34-year-old female patient who had essure (ess205) (batch no. 624102) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("complication of device insertion") and device insertion failed ("insertion of one of the essures only succeeded at second attempt"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), arrhythmia (seriousness criterion medically significant), polyp (seriousness criterion medically significant), eye allergy ("allergic complaints in eyes"), menometrorrhagia ("increase or heavy blood loss during menstruation / irregular bleeding or breakthrough bleeding"), arthralgia ("pain in hips"), headache ("pain in head"), back pain ("pain in (lower) back"), groin pain ("pain in groin"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss "), disturbance in attention ("concentration problems"), menopausal symptoms ("menopause complaints"), hyperhidrosis ("excessive sweating"), pharyngeal swelling ("thick throat"), tongue disorder ("thick tongue") and limb discomfort ("heavy legs"). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, arrhythmia, polyp, complication of device insertion, device insertion failed, eye allergy, menometrorrhagia, arthralgia, headache, back pain, groin pain, myalgia, dizziness, nausea, fatigue, insomnia, amnesia, disturbance in attention, menopausal symptoms, hyperhidrosis, pharyngeal swelling, tongue disorder and limb discomfort outcome was unknown. The reporter considered amnesia, arrhythmia, arthralgia, back pain, complication of device insertion, disturbance in attention, dizziness, eye allergy, fatigue, groin pain, headache, hyperhidrosis, insomnia, limb discomfort, menometrorrhagia, menopausal symptoms, myalgia, nausea, pelvic pain, pharyngeal swelling, polyp, tongue disorder and device insertion failed to be related to essure (ess205). The reporter commented: consumer denied nickel allergy. She consulted physiotherapist, gynecologist, ent physician, psychologist, allergist. She stated that novasure was performed. She was not recovered. She reported problems with movements, work-related problems and relation and/or family problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: no result available. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter added, initials updated, model updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis'), arrhythmia ('arrhythmia') and polyp ('polyps') in a 34-year-old female patient who had essure (ess205) (batch no. 604102-invalid) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("complication of device insertion") and device insertion failed ("insertion of one of the essures only succeeded at second attempt"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), arrhythmia (seriousness criterion medically significant), polyp (seriousness criterion medically significant), eye allergy ("allergic complaints in eyes"), menometrorrhagia ("increase or heavy blood loss during menstruation / irregular bleeding or breakthrough bleeding"), arthralgia ("pain in hips"), headache ("pain in head"), back pain ("pain in (lower) back"), groin pain ("pain in groin"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss "), disturbance in attention ("concentration problems"), menopausal symptoms ("menopause complaints"), hyperhidrosis ("excessive sweating"), pharyngeal swelling ("thick throat"), tongue disorder ("thick tongue") and limb discomfort ("heavy legs"). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, arrhythmia, polyp, complication of device insertion, device insertion failed, eye allergy, menometrorrhagia, arthralgia, headache, back pain, groin pain, myalgia, dizziness, nausea, fatigue, insomnia, amnesia, disturbance in attention, menopausal symptoms, hyperhidrosis, pharyngeal swelling, tongue disorder and limb discomfort outcome was unknown. The reporter considered amnesia, arrhythmia, arthralgia, back pain, complication of device insertion, disturbance in attention, dizziness, eye allergy, fatigue, groin pain, headache, hyperhidrosis, insomnia, limb discomfort, menometrorrhagia, menopausal symptoms, myalgia, nausea, pelvic pain, pharyngeal swelling, polyp, tongue disorder and device insertion failed to be related to essure (ess205). The reporter commented: consumer denied nickel allergy. She consulted physiotherapist, gynecologist, ent physician, psychologist, allergist. She stated that novasure was performed. She was not recovered. She reported problems with movements, work-related problems and relation and/or family problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: no result available. Lot number 604102 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.